Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information was received from the (B)(6) study. Additional information has been requested regarding the concomitant product of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending, and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was hospitalized for a stomachache. A computerized tomography (CT) was performed and non-obstructive intestinal necrosis (nomi) was suspected. A laparotomy was performed, and no necrosis was observed but it was confirmed that there was an ischemic site limited to the ascending colon (or a spot of the intestine that turned dark red). A non-occlusive mesenteric ischemia was suspected. Consideration were made that a stoma may be required if the bowel resection was performed. A drain and a decompressed tube were placed in the intestine and the patient return to the intensive care unit (ICU) to be conservatively monitored. It was further stated that an emergency operation was performed for a massive bleeding as the patient had an intraperitoneal bleeding. Approximately two weeks later it was further stated an endoscopy was performed and the patient experienced melena. The patient was bleeding from around the ascending colon and the patient was diagnosed as having difficulty hemostasis and surgery was performed. The ileocecal region was resected. The ileum and the posterior wall of the transverse colon were anastomosed, and the anastomosis was elevated as a stoma. It was further stated that the next day while in the ICU the patient was intubated and there were no signs of bleeding after the stoma construction. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information and investigation completion. The patients weight has been added. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental is being submitted for completed investigation. Product event summary: the vad was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site revealed that the patient experienced stomach ache and was suspected for non-obstructive intestinal necrosis (nomi). A computerized tomography (CT) scan and a laparotomy were performed and no necrosis was observed but it was revealed that there was an ischemic site limited to ascending colon. A non-occlusive mesenteric ischemia was suspected. A drain and a decompressed tube were placed in the intestine and the patient return to the intensive care unit (ICU) to be conservatively monitored. An emergency operation was performed for a massive bleeding around the ascending colon and was diagnosed with difficulty hemostasis. The ileocecal region was resected. The ileum and the posterior wall of the transverse colon were anastomosed, and the anastomosis was elevated as a stoma. Next day the patient was intubated with no signs of bleeding after stoma construction. The day after laparotomy the patients hemoglobin (hgb) was 7.1 and was transfused two units of packed red blood cells (prbc). Later, dark red drainage increased from right paracolonic drain and additional two units of prbc's were transfused and anti-coagulation therapy was started but discontinued due to suspected bleeding. The patient's hgb decreased to 6.0 following transfusion, and later the drainage had reached 600 ml. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, bleeding is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, including issues with difficulty hemostasis, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that the day after laparotomy the patient's hemoglobin (hgb) was 7.1, and the patient was transfused two units of packed red blood cells (prbc). Later, dark red drainage increased from the right paracolonic drain, and an additional two units of prbcs were transfused. Anticoagulation therapy had already started, but due to suspected bleeding it was discontinued. The patient's hgb decreased to 6.0 following transfusion, and later the drainage had reached 600 ml. Newly received information also provided additional relevant history. B2 outcome attributed to adverse event corrected to include life-threatening. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the day after laparotomy the patient's hemoglobin (hgb) was 7.1, and the patient was transfused two units of packed red blood cells (prbc). Later, dark red drainage increased from the right paracolonic drain, and an additional two units of prbcs were transfused. Anticoagulation therapy had already started, but due to suspected bleeding it was discontinued. The patient's hgb decreased to 6.0 following transfusion, and later the drainage had reached 600 ml.